Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial (ra) lead demonstrated loss of capture and loss of sensing. A chest x-ray confirmed that the ra lead had become dislodged. The ra lead was subsequently explanted and replaced on (B)(6) 2026. The patient experienced no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, and loss of sensing. As received, a complete lead was returned in one piece for analysis. The reported loss of capture and sensing was not confirmed. Electrical testing did not indicate any conductor fractures or internal shorts. Visual and x-ray examination of the lead did not identify any anomalies, with the exception of procedural damage. The lead was returned with the helix slightly extended and clogged with blood and tissue. X-ray examination identified over-torquing of the inner coil at the connector region, consistent with procedural damage. After the lead was cut and the distal portion was cleaned, the helix was able to be extended and retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification. No anomalies were seen.